Event description:
A consumer reported that two years following intraocular lens (iol) implant surgery, his eyeball has ruptured. Add'l info has been requested.

Manufacturer narrative:
Summary evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause there have been no other complaints reported in the lot. (B)(4).